Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low total bilirubin (tbil) results generated by the unicel dxc 600 pro synchron clinical systems for five patients. The original specimens were retested on a different instrument and higher results were generated. The low results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, qc has been low but not out of ranges, and customer has been recalibrating tbil more frequently. A field service engineer (fse) was dispatched: the fse calibrated the lamp on the photometer, checked the voltage, inspected the photometer, and ran calibration. The fse ran tbil correlations on both instruments. Root cause is unknown.